Event description:
The device was being utilized for catheter replacement. Upon removal of the catheter, blood began coming out of the introducer. It was noted that the blue fitting on the introducer had pulled off. An attempt to repair the fitting with another connector was unsuccessful. The anesthesiologist advanced a guidewire down into the introducer and placed a triple lumen cvp line which stemmed the blood flow. At this time the introducer was removed. The pt remained stable throughout this event.